Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of an adult female plaintiff in united states on 10-feb-2016. It refers to the female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. The plaintiff claimed as result of placement of essure devices the following events: cried, ab (interpreted as abdominal) pain it was excruciating and paralyzing, severe bleeding, clots, abnormal on (B)(6) 2015, the essure device was removed. Follow-up from 05-apr-2016: ptc result was provided. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed abdominal pain (excruciating and paralyzing) and severe bleeding, clots (regarded as genital bleeding). The device was removed (17 months after its placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and genital bleeding or spotting may occur. In this particular case, the consumer related the events to essure placement and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. The non-serious event: cried was also reported. This case was considered an incident, since device removal was required. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('ab (interpreted as abdominal) pain excruciating and paralyzing') and genital haemorrhage ('severe bleeding / clots; abnormal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and crying ("cried"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, genital haemorrhage and crying outcome was unknown. The reporter considered abdominal pain, crying and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of insertion : (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6)2014: bilateral ostia were visualized easily. The coil introducing device was prepped and the coil was placed in the right ostium under standard procedure. There were 3 coils visualized in the uterine cavity after completion. The coil introducing device was then prepped for the right fallopian tube. There were 2 coils visualized in the uterine cavity after completion. The patient tolerated the procedure well and there were no complications. Laparoscopy - on (B)(6)2015: procedure: bilateral salpingectomy, findings: normal uterus, tubes, and ovaries. Scarring through subcutaneous tissue at umbilicus. Procedure: bilateral fallopian tubes and ovaries visualized, normal appearing ovaries, right tube with several small paratubal cysts. Right mesosalpinx serially cauterized and transected just beneath the fallopian tube starting at the distal end and advancing proximally to the level of the junction with the uterus. Transected in the cornual region and essure coil identified. Coil then removed using marilyn graspers and noted to be removed in its entirety with ball at one end and tab and proximal end. Good hemostasis noted. Attention was then turned to the left tube which was serially cauterized and transected in a similar fashion. Essure coil identified and removed intact and complete. Tubal segments removed through the lower port sites. Inspection again noted hemostasis throughout. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('ab (interpreted as abdominal) pain excruciating and paralyzing') and genital haemorrhage ('severe bleeding / clots; abnormal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and crying ("cried"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage and crying outcome was unknown. The reporter considered abdominal pain, crying and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of insertion : (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: bilateral ostia were visualized easily. The coil introducing device was prepped and the coil was placed in the right ostium under standard procedure. There were 3 coils visualized in the uterine cavity after completion. The coil introducing device was then prepped for the right fallopian tube. There were 2 coils visualized in the uterine cavity after completion. The patient tolerated the procedure well and there were no complications. Laparoscopy - on (B)(6) 2015: procedure: bilateral salpingectomy, findings: normal uterus, tubes, and ovaries. Scarring through subcutaneous tissue at umbilicus. Procedure: bilateral fallopian tubes and ovaries visualized, normal appearing ovaries, right tube with several small paratubal cysts. Right mesosalpinx serially cauterized and transected just beneath the fallopian tube starting at the distal end and advancing proximally to the level of the junction with the uterus. Transected in the cornual region and essure coil identified. Coil then removed using marilyn graspers and noted to be removed in its entirety with ball at one end and tab and proximal end. Good hemostasis noted. Attention was then turned to the left tube which was serially cauterized and transected in a similar fashion. Essure coil identified and removed intact and complete. Tubal segments removed through the lower port sites. Inspection again noted hemostasis throughout. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical records received. Reporter's information added. Reporter causality comment added. Fu received. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.